Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2242, awareness date 28-oct-2015). This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant pain, pain was so bad, severe lower abdominal pain, severe abdominal cramping"), cardiac disorder ("stress on heart") and systemic lupus erythematosus ("lupus diagnosed") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure at an unspecified dose and frequency. On (B)(6) 2016, the patient experienced systemic lupus erythematosus (serious criterion medically significant). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain"), back pain ("severe back pain"), cardiac disorder (serious criterion medically significant), device physical property issue ("coils were bent"), menorrhagia ("heavy menstrual cycle almost every 2 weeks, abnormal heavy bleeding, prolonged abnormal menses"), polymenorrhoea ("menstrual cycle almost every 2 weeks"), dysmenorrhoea ("severe, abnormal menstrual pain"), anaemia ("anemia"), alopecia ("hair falls out in clumps"), fatigue ("fatigued, could not get out of bed"), migraine ("migraine headaches"), headache ("headaches"), arthralgia ("severe joint pain in hands, joint pain"), peripheral swelling ("feet, legs swells so bad, bloating in legs, hands and feet"), swelling ("body swells so bad") with weight increased, weight fluctuation ("weight fluctuations"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), rash ("rashes and itching"), pruritus ("rashes and itching"), vaginal discharge ("vaginal discharge and infection"), vaginal infection ("vaginal discharge and infection"), vomiting ("vomiting"), nausea ("nausea"), dizziness ("dizziness"), insomnia ("insomnia"), visual impairment ("visual changes"), tremor ("tremors"), blood sodium decreased ("low sodium") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, pelvic pain, back pain, cardiac disorder, device physical property issue, menorrhagia, polymenorrhoea, dysmenorrhoea, anaemia, alopecia, fatigue, migraine, headache, arthralgia, peripheral swelling, swelling, weight fluctuation, depression, mood swings, anxiety, night sweats, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, vomiting, nausea, dizziness, insomnia, visual impairment, tremor, blood sodium decreased, vitamin d deficiency and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal pain, pelvic pain, back pain, cardiac disorder, device physical property issue, menorrhagia, polymenorrhoea, dysmenorrhoea, anaemia, alopecia, fatigue, migraine, headache, arthralgia, peripheral swelling, swelling, weight fluctuation, depression, mood swings, anxiety, night sweats, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, vomiting, nausea, dizziness, insomnia, visual impairment, tremor, blood sodium decreased, vitamin d deficiency and systemic lupus erythematosus to be related to essure. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 7-dec-2016: report from lawyer (new reporter), essure implanted in (B)(6) 2007, removal on (B)(6) 2016 via hysterectomy and bilateral salpingectomy, new events included menstrual pain, pelvic pain, back pain, metallic taste in mouth, rashes and itching, vaginal discharge and infection, headaches, weight fluctuations, nausea, vomiting, dizziness, anemia, mood changed, visual changes, tremors, low sodium, vitamin d deficiency, outcome mostly resolved but some remain (unknown which events). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who presented stress on her heart after essure (fallopian tube occlusion insert) insertion. Upon follow-up receipt, case became legal and it was reported that consumer experienced constant pain, pain was so bad, severe lower abdominal pain, severe abdominal cramping (abdominal pain) and had lupus (systemic lupus erythematosus) diagnosed. Consumer had hysterectomy and bilateral salpingectomy, with essure removal. Abdominal pain is anticipated whereas the other events are unanticipated in the reference safety information for essure. During essure micro-insert therapy, abdominal pain may occur. Considering the temporal relationship and the lack of alternative explanation, causality with the suspect insert cannot be excluded. In this present case, consumer stated that she did multiple trips to the emergency room due to stress on her heart, interpreted as a cardiac disorder non-specified. Systemic lupus erythematosus is an autoimmune disorder. Considering the pathophysiology of both cardiac and autoimmune disorders and local action of essure at the fallopian tubes, causality is assessed as unrelated. This case was regarded as incident, as a surgical intervention was required. A new ptc technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4) ) on(B)(4)2015. The most recent information was received on (B)(4)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cardiac disorder ("stress on heart") and systemic lupus erythematosus ("lupus diagnosed") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confiormation test" and device physical property issue "coils were bent". The patient's past medical history included gastric polyps, anemia, tonsillectomy, adenoidectomy, polypectomy, endometriosis, breast lump removal, augmentation mammoplasty and fibroadenoma of breast. Concurrent conditions included ovarian cyst, body mass index normal, bloating, fluid retention, irregular menstrual cycle, vertigo, diarrhea, non-smoker and alcohol use. On (B)(4)2007, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches") and nausea ("nausea"). On (B)(4)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(4)2008, the patient experienced menorrhagia ("heavy menstrual cycle almost every 2 weeks, abnormal heavy bleeding, prolonged abnormal menses/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("severe, abnormal menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On(B)(4)2012, the patient experienced rash ("rashes and itching / skin rash") and pruritus ("rashes and itching"). On (B)(4)2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with anaemia, alopecia, fatigue, headache, arthralgia, peripheral swelling, swelling, weight increased and vaginal discharge. On an unknown date, the patient experienced cardiac disorder (seriousness criterion medically significant), back pain ("severe back pain"), abdominal pain lower ("constant pain, pain was so bad, severe lower abdominal pain, severe abdominal cramping"), polymenorrhoea ("menstrual cycle almost every 2 weeks"), weight fluctuation ("weight fluctuations"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal discharge and infection"), vomiting ("vomiting"), dizziness ("dizziness"), insomnia ("insomnia"), visual impairment ("visual changes"), tremor ("tremors"), blood sodium decreased ("low sodium"), vitamin d deficiency ("vitamin d deficiency"), fibromyalgia ("fibromyalgia") and weight decreased ("weight loss"). The patient was treated with topiramate, axotal (esgic), pregabalin (lyrica), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy and bilateral salpingectomy, essure removed on (B)(4)2016). At the time of the report, the pelvic pain, cardiac disorder, systemic lupus erythematosus, back pain, menorrhagia, polymenorrhoea, dysmenorrhoea, migraine, weight fluctuation, depression, mood swings, anxiety, night sweats, dysgeusia, rash, pruritus, vaginal infection, vomiting, nausea, dizziness, insomnia, visual impairment, tremor, blood sodium decreased, vitamin d deficiency, vaginal haemorrhage, fibromyalgia and weight decreased had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, blood sodium decreased, cardiac disorder, depression, dizziness, dysgeusia, dysmenorrhoea, fibromyalgia, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polymenorrhoea, pruritus, rash, systemic lupus erythematosus, tremor, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: told bilateral cysts on ovaries current weight 103.0 lbs. Approximate weight at the time of essure placement 125.0 lbs further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs+mr received, reporter added, indication updated, patient historical and concomitant condition added, events added as follows:- vaginal haemorrhage, fibromyalgia, weight decreased, device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2242) on 28-oct-2015. The most recent information was received on 13-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cardiac disorder ("stress on heart") and systemic lupus erythematosus ("lupus diagnosed") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure conformation test" and device physical property issue "coils were bent". The patient's medical history included gastric polyps, anemia, tonsillectomy, adenoidectomy, polypectomy, endometriosis, breast lump removal, augmentation mammoplasty, fibroadenoma of breast, stroke and parity 5. Concurrent conditions included ovarian cyst, body mass index normal, bloating, fluid retention, irregular menstrual cycle, vertigo, diarrhea, non-smoker and alcohol use. On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced migraine ("migraine headaches") and nausea ("nausea"). On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2008, the patient experienced menorrhagia ("heavy menstrual cycle almost every 2 weeks, abnormal heavy bleeding, prolonged abnormal menses/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("severe, abnormal menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2012, the patient experienced rash pruritic ("rashes and itching / skin rash") and pruritus ("rashes and itching"). On (B)(6)2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with anaemia, alopecia, fatigue, headache, arthralgia, peripheral swelling, swelling, weight increased and vaginal discharge. On an unknown date, the patient experienced cardiac disorder (seriousness criterion medically significant), back pain ("severe back pain"), abdominal pain lower ("constant pain, pain was so bad, severe lower abdominal pain, severe abdominal cramping"), polymenorrhoea ("menstrual cycle almost every 2 weeks"), weight fluctuation ("weight fluctuations"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal discharge and infection"), vomiting ("vomiting"), dizziness ("dizziness"), insomnia ("insomnia"), visual impairment ("visual changes"), tremor ("tremors"), vitamin d deficiency ("vitamin d deficiency"), fibromyalgia ("fibromyalgia"), depressed mood ("sad"), frustration tolerance decreased ("frustrated") and tooth disorder ("dental problems"), was found to have blood sodium decreased ("low sodium") and weight decreased ("weight loss") and underwent neck surgery ("neck surgery"). The patient was treated with butalbital;caffeine;paracetamol (esgic), duloxetine hydrochloride (cymbalta), pregabalin (lyrica), topiramate and surgery (hysterectomy and bilateral salpingectomy, essure removed on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, cardiac disorder, systemic lupus erythematosus, back pain, abdominal pain lower, menorrhagia, polymenorrhoea, dysmenorrhoea, migraine, weight fluctuation, depression, mood swings, anxiety, night sweats, dysgeusia, rash pruritic, pruritus, vaginal infection, vomiting, nausea, dizziness, insomnia, visual impairment, tremor, blood sodium decreased, vitamin d deficiency, vaginal haemorrhage, fibromyalgia and weight decreased had resolved and the depressed mood, frustration tolerance decreased and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, blood sodium decreased, cardiac disorder, depressed mood, depression, dizziness, dysgeusia, dysmenorrhoea, fibromyalgia, frustration tolerance decreased, insomnia, menorrhagia, migraine, mood swings, nausea, neck surgery, night sweats, pelvic pain, polymenorrhoea, pruritus, rash pruritic, systemic lupus erythematosus, tooth disorder, tremor, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: results: told bilateral cysts on ovaries. Current weight 103.0 lbs. Approximate weight at the time of essure placement 125.0 lbs. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: tooth disorder and neck surgery. Event outcome of headache updated to not recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2242) on (B)(6), 2015. The most recent information was received on (B)(6), 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cardiac disorder ("stress on heart") and systemic lupus erythematosus ("lupus diagnosed") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confiormation test" and device physical property issue "coils were bent". The patient's past medical history included gastric polyps, anemia, tonsillectomy, adenoidectomy, polypectomy, endometriosis, breast lump removal, augmentation mammoplasty, fibroadenoma of breast, stroke and parity 5. Concurrent conditions included ovarian cyst, body mass index normal, bloating, fluid retention, irregular menstrual cycle, vertigo, diarrhea, non-smoker and alcohol use. On (B)(6), 2007, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches") and nausea ("nausea"). On (B)(6), 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6), 2008, the patient experienced menorrhagia ("heavy menstrual cycle almost every 2 weeks, abnormal heavy bleeding, prolonged abnormal menses/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("severe, abnormal menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6), 2012, the patient experienced rash pruritic ("rashes and itching / skin rash") and pruritus ("rashes and itching"). On (B)(6), 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with anaemia, alopecia, fatigue, headache, arthralgia, peripheral swelling, swelling, weight increased and vaginal discharge. On an unknown date, the patient experienced cardiac disorder (seriousness criterion medically significant), back pain ("severe back pain"), abdominal pain lower ("constant pain, pain was so bad, severe lower abdominal pain, severe abdominal cramping"), polymenorrhoea ("menstrual cycle almost every 2 weeks"), weight fluctuation ("weight fluctuations"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal discharge and infection"), vomiting ("vomiting"), dizziness ("dizziness"), insomnia ("insomnia"), visual impairment ("visual changes"), tremor ("tremors"), blood sodium decreased ("low sodium"), vitamin d deficiency ("vitamin d deficiency"), fibromyalgia ("fibromyalgia"), weight decreased ("weight loss"), depressed mood ("sad") and frustration tolerance decreased ("frustrated"). The patient was treated with topiramate, axotal (esgic), pregabalin (lyrica), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy and bilateral salpingectomy, essure removed on 23-feb-2016). Essure was removed on (B)(6), 2016. At the time of the report, the pelvic pain, cardiac disorder, systemic lupus erythematosus, back pain, abdominal pain lower, menorrhagia, polymenorrhoea, dysmenorrhoea, migraine, weight fluctuation, depression, mood swings, anxiety, night sweats, dysgeusia, rash pruritic, pruritus, vaginal infection, vomiting, nausea, dizziness, insomnia, visual impairment, tremor, blood sodium decreased, vitamin d deficiency, vaginal haemorrhage, fibromyalgia and weight decreased had resolved and the depressed mood and frustration tolerance decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, blood sodium decreased, cardiac disorder, depressed mood, depression, dizziness, dysgeusia, dysmenorrhoea, fibromyalgia, frustration tolerance decreased, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polymenorrhoea, pruritus, rash pruritic, systemic lupus erythematosus, tremor, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: told bilateral cysts on ovaries current weight 103.0 lbs. Approximate weight at the time of essure placement 125.0 lbs further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6), 2018: pfs received: event cramping outcome added as recovered. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2242) on 28-oct-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cardiac disorder ("stress on heart") and systemic lupus erythematosus ("lupus diagnosed") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure conformation test" and device physical property issue "coils were bent." The patient's past medical history included gastric polyps, anemia, tonsillectomy, adenoidectomy, polypectomy, endometriosis, breast lump removal, augmentation mammoplasty, fibroadenoma of breast, stroke and parity 5. Concurrent conditions included ovarian cyst, body mass index normal, bloating, fluid retention, irregular menstrual cycle, vertigo, diarrhea, non-smoker and alcohol use. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches") and nausea ("nausea"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menorrhagia ("heavy menstrual cycle almost every 2 weeks, abnormal heavy bleeding, prolonged abnormal menses/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("severe, abnormal menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced rash pruritic ("rashes and itching / skin rash") and pruritus ("rashes and itching"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with anaemia, alopecia, fatigue, headache, arthralgia, peripheral swelling, swelling, weight increased and vaginal discharge. On an unknown date, the patient experienced cardiac disorder (seriousness criterion medically significant), back pain ("severe back pain"), abdominal pain lower ("constant pain, pain was so bad, severe lower abdominal pain, severe abdominal cramping"), polymenorrhoea ("menstrual cycle almost every 2 weeks"), weight fluctuation ("weight fluctuations"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal discharge and infection"), vomiting ("vomiting"), dizziness ("dizziness"), insomnia ("insomnia"), visual impairment ("visual changes"), tremor ("tremors"), blood sodium decreased ("low sodium"), vitamin d deficiency ("vitamin d deficiency"), fibromyalgia ("fibromyalgia"), weight decreased ("weight loss"), depressed mood ("sad") and frustration tolerance decreased ("frustrated"). The patient was treated with topiramate, axotal (esgic), pregabalin (lyrica), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy and bilateral salpingectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cardiac disorder, systemic lupus erythematosus, back pain, menorrhagia, polymenorrhoea, dysmenorrhoea, migraine, weight fluctuation, depression, mood swings, anxiety, night sweats, dysgeusia, rash pruritic, pruritus, vaginal infection, vomiting, nausea, dizziness, insomnia, visual impairment, tremor, blood sodium decreased, vitamin d deficiency, vaginal haemorrhage, fibromyalgia and weight decreased had resolved and the abdominal pain lower, depressed mood and frustration tolerance decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, blood sodium decreased, cardiac disorder, depressed mood, depression, dizziness, dysgeusia, dysmenorrhoea, fibromyalgia, frustration tolerance decreased, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polymenorrhoea, pruritus, rash pruritic, systemic lupus erythematosus, tremor, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: told bilateral cysts on ovaries. Current weight: 103.0 lbs. Approximate weight at the time of essure placement 125.0 lbs. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. Events: sad, frustrated were added. Historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.